Event description:
The distributor forwarded a product experience report alleging that the silicone tubing of the gish hemed catheter was cut "during staying (2 month) in body." The report further indicated that the pt suffered no injury.